Event description:
It was reported by service report that the hydraulic gas cylinder was leaking fluid, but not onto the floor. No adverse consequences have been reported.

Manufacturer narrative:
Other: hydraulics; leak.